Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced blood glucose levels of 41 mg/dl and as a result, was admitted into the hospital on (B)(6) 2020 due to hypoglycemia. Customer was treated with glucose tablet. Blood glucose level was 42 mg/dl at the time of hospitalization. Customer was using the insulin pump within 48 hours of reported low blood glucose event. Auto mode feature was active at the time of event. Insulin pump will not be returned for analysis.